Event description:
The hcp reported that following a refill session, the patient experienced muscle rigidity and an altered mental status. When the reservoir volume was aspirated and checked, it was empty. The hcp refilled the reservoir and planned to administer a therapeutic bolus. The patient was currently in the hospital. A dye study was done (date not reported) and no problems were found. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.